Manufacturer narrative:
The complaint received states that during an interventional procedure the optease sheath introducer had resistance / friction and the filter had inaccurate placement. The report received from the affiliate indicated that the patient was having an ivc filter implanted due to deep vein thrombosis. The approach for the procedure was the femoral vein but the catheter sheath introducer for the product was kinked/bent and could not be inserted into the patient. The physician then used an optease 55 cm ivc filter for jugular delivery. The physician experienced some resistance/friction with the catheter sheath introducer (csi) during advancement of the catheter. The ivc filter was said to have "jumped forward" during placement and was deployed in the iliac vein on the opposite side of the lesion. An additional optease filter was successfully implanted to complete the procedure. There was no reported patient injury. There was no target lesion information available. Both filters were subsequently successfully removed from the patient without any problem. The obturator was said to have remained in a fixed position while the deployment sheath was pulled back over the obturator. The physician was said the "jumping forward" occurred by pulling back the deployment sheath despite the resistance/friction. After removal from the patient, the sheath was noted to be kinked/bent. The product was returned for inspection. One non sterile unit optease 55cm for jugular delivery only was received coiled inside a plastic bag. No dry blood residues were noted in the returned unit. The unit was returned along with a cordis catheter sheath introducer (csi), vessel dilator, obturator and an optease filter. No damages were noted in the vessel dilator. No damages were detected in the optease filter and its shape looks acceptable. Frayed sections were noted at 18 and 22 cm approximately from distal tip end of the csi. Storage tube was not returned. Steel ruler cal ID (B)(4) was used, due date (B)(6) 2013. The barbs of the filter were observed under the microscope and no anomalies were observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint was not confirmed; the exact cause of the reported failure could not be determined. Frayed sections noted at 18 and 22 cm approximately from distal tip end could be a possible contributor to the reported failure but cannot be confirmed; however controls are in place to prevent this type of defects from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Refer to manufacturing work instructions (B)(4). Action taken: no corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process. The reported complaints could not be confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel and procedural issues may have contributed to the reported difficulty.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the patient was having an ivc filter implanted due to deep vein thrombosis. The approach for the procedure was the femoral vein but the catheter sheath introducer for the product was kinked/bent and could not be inserted into the patient. The physician then used an optease 55 cm ivc filter for jugular delivery. The physician experienced some resistance/friction with the catheter sheath introducer (csi) during advancement of the catheter. The ivc filter was said to have "jumped forward" during placement and was deployed in the iliac vein on the opposite side of the lesion. An additional optease filter was successfully implanted to complete the procedure. There was no reported patient injury. There was no target lesion information available. Both filters were subsequently successfully removed from the patient without any problem. The obturator was said to have remained in a fixed position while the deployment sheath was pulled back over the obturator. The physician was said the "jumping forward" occurred by pulling back the deployment sheath despite the resistance/friction. After removal from the patient, the sheath was noted to be kinked/bent.